Event description:
The patient tripped and fell. Afterward her neurostimulation pattern changed. The stimulation target was her legs and lower back; she felt stimulation under her breast area. An x-ray revealed that the lead had migrated caudally. Revision was planned. The hcp hoped to be able to pull the lead back down without having to replace it. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).